Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature was within specifications. Cycler remote toolbox verified that the device pneumatic system functioned normally with no leak. An inspection of the door assembly revealed the door piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam. Pal recommends replacing the door piston foam (2 each). The device was sent to service. If additional relevant information is received, a supplemental medwatch will be filed.